Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the back cap on the charger is broken off and showing wires.